Event description:
Boston scientific received information that this cardiac resynchronization therapy pacemaker (crt-p) was part of a system revision due to erosion. The device pocket was revised and the device repositioned. There were no additional adverse effects reported. This device remains in service.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Additional information was received that this device was involved in recurrence of pocket erosion accompanied by infection. The device was sutured to the patient externally while the infection resolved and later explanted and replaced. No additional adverse patient effects were reported. This device is no longer in service.